Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty (pta). During the procedure, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning approximately 2mm proximal of the proximal markerband and extending approximately 10mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty (pta). During the procedure, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that 80% to 90% stenosed target lesion with moderately tortuous and severely calcified arteriovenous fistula.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty (pta). During the procedure, the balloon burst. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning approximately 2mm proximal of the proximal markerband and extending approximately 10mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.